Event description:
It was reported by the field clinical representative that this cardiac resynchronization therapy defibrillator (crt-d) was evaluated one month prior and had an estimated remaining longevity of seven months; however, the device subsequently declared explant. Technical services (ts) assessed and identified that the most recent auto capacitor reform showed a charge time of 15.7 seconds, which met criteria for explant based on charge time as a secondary explant mechanism. Ts also reviewed historical device data, which showed a prior charge time of 14.4 seconds during the capacitor reform performed one month earlier. To date, this crt-d remains in service. No adverse patient effects were reported. Additional information indicated that this crt-d was explanted and replaced due to unknown product performance reason. No additional adverse patient effects were reported.